Manufacturer narrative:
Additional information received 2/10/1997. B. 5) lab tech states coil functioned as intended embolizing within the patent ductus arteriosus. However, a change in hemodynamic pressure forced the coil out into the right coronary artery.